Manufacturer narrative:
The customer ordered a replacement gas cylinder and completed the necessary repair on the stretcher prior to eval by stryker.

Event description:
It was reported in (B)(4) a replacement fowler gas cylinder was ordered as the fowler was drifting down during use.